Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that during prepping, the impella cp purge system failed to prime and there was an automated impella controller (aic) failure. The aic was exchanged but the issue was not resolved. A new impella cp and a new aic were used. No harm was reported.

Manufacturer narrative:
The investigation of priming issue has been completed. The impella device was returned for evaluation. Since no priming issues were found in the associated case logs for either of the console and the console functioned as intended, the reported failure mode is most likely a use issue.